Manufacturer narrative:
G4: 07mar2020 b4: (B)(6)2020. The touchscreen was returned for evaluation. Verified customer complaint of touch screen out of specification. Noted resistance ratio out of tolerance. Root cause failure determined to be resistance drift of screen out of specification. . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported a ventilator with a touch screen failure. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the touch screen assembly to address and correct this reported event.